Manufacturer narrative:
During evaluation, the monitor did not pass essential performance testing. The belt had a defective bn to te assembly. The root cause was unable to identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.